Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation confirmed and reproduced the reported symptom of "keypad malfunction", finding that the all keys would give a duplicate output when pressed (when key is pressed once, outputs twice). Evaluation determined the cause to be a failed keypad which was replaced to correct this condition the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it had an inoperable/malfunctioning keypad with a duplicate output. There was no patient involvement.